Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 340 mg/dl after the ilet system was not worn for most of the day, and they had been administering manual insulin approximately every four hours until the device was reconnected and supplies were replaced without issues. Symptoms included hyperglycemia. Outcomes included user monitoring at home with instructions to contact their clinician regarding any additional manual insulin and to call back if glucose did not trend down; no hospitalization occurred. Investigation included troubleshooting and education on timely supply changes and proper reconnection to resume insulin delivery. Investigation of this case revealed use without the device connected as the precipitating factor, with no device malfunction observed following supply change and resumption of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined but was consistent with use without therapy delivery before reconnection. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.